Manufacturer narrative:
The insulin pump motor functioned properly and no anomaly noted. No unexpected no delivery alarm during testing. Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump kept alarming no delivery. The patient's blood glucose was in the 28.0 mmol/l to 30.0 mmol/l range. The caller also mentioned that insulin would not stop flowing; insulin would continue to ooze. The caller was concerned about potential over-delivery. Troubleshooting was declined. The insulin pump will be returned for analysis.